Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported in outcomes attributed to adverse event required intervention to prevent permanent impairment/damage, and in section device evaluated by MFR. It was reported as not sent to manufacturer. After review, it was determined no permanent damage was reported , this was incorrectly marked in outcomes attributed to adverse event. In device available for evaluation and device evaluated by MFR, the device was marked as sent to manufacturer, date was updated in date of report and date received by MFR, phone number was updated in initial reporter name and address, consumer and foreign was marked in report source. The report should have been sent for product problem only.